Manufacturer narrative:
The incident device was not returned to the MFR for inspection and eval, nor was a size of the incident device given to the MFR to determine if correct sizing was a factor in this incident. A visual inspection of the master device sample and controlled/non-released inventory of like devices was conducted. No mfg errors were found in the 1,262 restraints inspected. The instructions for use which accompanies the restraint was reviewed and found to provide both verbal and visual instruction for the restraints safe use to remind moderately agitated pts to remain in bed. The IFU states that the type of restraint to be used is to be chosen by the pt's physician and reminds the health professional that all their facility protocol regarding restraint use should be followed. Specific warnings and precautions are also stated on the vest itself and in the instructions for use to help the end user apply the vest restraint in a safe and effective manner. The MFR was not able to determine a root cause for this incident.